Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 3.00 x 12mm synergy xd drug-eluting stent was advanced but failed to track the lesion. However, after removing the device, the stent and shaft were observed to be separated. The procedure was completed with another of same device. There were no patient complications nor injuries reported.